Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. The customer complaint could not be confirmed through transmitter testing; however, a review of the shared log confirmed the reported event of a lot transmitter battery. The root cause was could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver had a low transmitter battery. No additional event or patient information is available. Data download log was provided and reviewed for evaluation on (B)(6) 2016. Complaint for a low transmitter battery was confirmed. In addition a transmitter failure was found and confirmed on (B)(6) 2016. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reporable.